Event description:
During a 3 hour nasal surgery (rhinoplasty) three ECG electrodes were used for monitoring purposes. The procedure was performed with elelctrosurgical means, specifically with a valleylab generator and valleylab esu accesories. The grounding plate had been placed on the left upper thigh. After surgery a second degree burn was diagnosed under one of the ECG electrodes (left clavicula). The burn was treated with flamazine cream. It was not yet possible to find out, whether add'l steps (e.g. Application of a wounddressing) have been performed.